Event description:
Reportedly on (B)(6) 2011, the physician observed that the pacemaker longevity was estimated at 23 years by the programmer. The physician requested an explanation.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.